Event description:
The device was removed due to a "tubing tear at the bass of reinforced tubing". Additionally, it was reported that "one side of the tubing was torn deep enough to cause a fluid loss". The entire device was removed and replaced with another co mfg device.

Manufacturer narrative:
Return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.